Event description:
It was reported the patient experienced an extremely large retroperitoneal hematoma post-operative. A lead revision was performed on (B)(6) 2012, due to high impedances. The patient was fine after surgery. It was stated that something happened implanting the implantable neurostimulator which caused bleeding. The patient was fine two days later, then did not feel well and was found flat on her back on the kitchen floor. The patient was taken to the hospital and admitted for fainting. She was found to be significantly anemic. It was believed she had hemoglobin "of about 7." Evaluation including CT scan found she had an extremely large retroperitoneal hematoma (bleeding into the retroperitoneal space.) She stabilized and was transfused 2 units of packed red blood cells. She was in the hospital for 3-4 days. She was completely fine after the event and her bladder control was great.

Manufacturer narrative:
Product ID 3889-28, lot# v926979, serial#, implanted: 2010 (B)(6), explanted: product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).